Event description:
Falsely elevated potassium (k) results were obtained on a low level control and falsely depressed potassium results were obtained on the higher level control. Results were reported on patients while the potassium was out of control limits. There are no reports of physicians questioning the results. It is unknown if patient treatment was altered or prescribed on the basis of potassium results reported while the qc was out of range. There was no report of adverse health consequences as a result of the potassium results reported while qc was out of range.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant potassium qc results is unknown. The customer reporting of patient results while qc results were outside of their established limits is a non-standard use. The dimension vista(r) v-lyte(r) integrated multisensor IFU states: "at least once each day of use, analyze two levels of quality control (qc) material with known na, k, cl concentrations. The results obtained should fall within the acceptable limits defined in laboratory qc procedures." The siemens healthcare diagnostics technical service center representative directed the customer to perform routine troubleshooting maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.